Event description:
The avant 2120 oximeter (catalog number 1217) was erroneously labeled as defibrillator proof at the time of its release. Initial testing had shown the oximeters non-invasive blood pressure (nibp) module was defibrillator proof and this proof was thought to extend to the oximetry functions as well. Subsequent testing had shown the oximetry was defibrillator proof if utilized with the sensors provided. However, other nonin or OEM sensors which might be utilized, may not have sufficient dielectric strength to preclude the defibrillator charge from passing to the oximetry circuit.